Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 2/24/2017 with the following findings: during testing, it was observed that the battery compartment was cracked and the returned battery cap had damaged threads and was stuck to the pump and had to be forcibly removed. Unrelated to these issues, it was observed that the bolus button cover therefore the button could not be tested. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment and a battery cap with damaged threads. This report is made based on results of investigation completed on 2/24/2017.